Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the vacuum reset was done at the time of flap formation. The flap on a patient¿s left eye was not fully formed during the laser portion of a lasik procedure. The patient was sent home for a week to allow the flap to heal. The patient¿s current condition is satisfactory. Additional information has been requested.